Event description:
It was reported that a malfunction alarm with code malf 12 was displayed. There was no adverse impact to the customer's blood glucose level. Customer had not previously reported or reset the pump for this malfunction within the last 24 hours, so customer technical support provided information and assistance to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared, which the customer understood and acknowledged.